Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? No further information is available. Procedure date? No further information is available. Lot number? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle when holding the needle with a needle-holder. It was a control release needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. Additional h3 investigation summary: a winding former with two needles, three needle/sutures piece and two sutures of product code vcpb725d were received for evaluation. During the visual inspection of the sample, two re-parked needles (slot 1 and 2) the swage and attachment area were noted to be as expected, body fluids and marks by surgical instrument could be noted. Three needles/sutures pieces (slot 6, 7 and 8) were noted with marks, body fluids and the suture end were noted a lineal cut. Two sutures received in winding former and impression of swage area could not be observed; since the extreme suture was noted cut and the filaments were opened. The sutures were dispensed without problem and was noted that the length is shorter that the label length according to product code. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Per the condition of the sample received an improper handling was noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.